Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The lemo connector pin was repaired. The cable to the monitors was tightened. The printed circuit board connections were re-seated, and the high voltage cable was replaced. The video printed circuit board needed to be replaced, however, the part is no longer available due to the product being at end of life. The system was tested and is operating as intended.

Event description:
The customer reported that the 9600 system would no longer boot up with clear images. No pt injury was reported.